Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. The photos provided match the observations of the returned sample. Solution and blood was observed on the lens. One haptic was broken in the gusset area. The broken portion was not returned. The lens was pressed against a post in the lens case. The optic was torn\split from the edge across the center of the lens. Qualified associated products were indicated. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, one of the haptics broke when the lens was injected. The fractured posterior haptic was observed at the time of implantation. It broke and had to be removed. Patient impact was reported as corneal edema requiring a subtenon steroid treatment. Additional information has been requested.